Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. The following devices were also listed in this report: trident alumina insert; 625-0t-32e; 385401. Trident psl ha cluster 50mm; 542-11-50e; 889704. Secur-fit ha 132 hip stem #9; 6051-0935a; 46309809. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
A total hip with trident, secure fit from 1999 was revised. We removed the original alumina trident liner, alumina 32 head. Cup was well placed and well fixed, stem also well placed and well fixed. Surgeon chose a x3 liner and universal delta head with universal sleeve for the replacement components. The patient was revised for pain. Right hip revised. It was reported that the explanted implant is available for investigation.

Manufacturer narrative:
Corrected data: d4/h4 device information, g5 510k corrected; additional info- tab a- patient's info. The following device was also listed in this report: alumina c-taper head 32mm/0; cat# 17-3200e; lot# 621401 it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An event regarding pain involving a trident liner was reported. The event was not confirmed. Method & results: -product evaluation and results: visual inspection of the product observed scratches on the outer surface. -clinician review: not performed as no medical records were provided. -product history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions: the reported event of pain was not confirmed nor the root cause as insufficient information was received. Additional information such as recent progress notes are needed to further evaluate. Pain can occur post-operatively for a number of reasons and is a symptom rather than the cause of the issue the patient is experiencing. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
A total hip with trident, secure fit from 1999 was revised. We removed the original alumina trident liner, alumina 32 head. Cup was well placed and well fixed, stem also well placed and well fixed. Surgeon chose a x3 liner and universal delta head with universal sleeve for the replacement components. The patient was revised for pain. Right hip revised. It was reported that the explanted implant is available for investigation.